Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the site was experiencing the sureform 45 stapler being stuck. The caller then stated that the site was able to remove the stapler. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and noted engagement errors on universal surgical manipulator (usm) 3. The caller confirmed that the stapler was installed in usm 3. The tse noted that the site had a vessel sealer instrument installed on usm 3. The caller stated that the jaws of the stapler would not open and that it was difficult to remove from the insertion axis. The tse had the site reseat the sterile adapter on usm 3. The site installed a new stapler in usm 3, and the tse did not note any engagement errors with replacement sureform 45 stapler at the time of the call. The site continued with the procedure. The tse recommended for the site to call back in if the issue returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the issue occurred with the sureform 45 stapler on nov-28-2023 during a robotic sigmoid and liver resection. There was 15 minutes of procedure delay. The stapler was never stuck on tissue and was working normally. When the customer went to remove the stapler, and it became stuck in the trocar halfway. The surgeon thought that the wrist was not straightened. The surgeon was able to release the stapler from the system and remove it through the trocar. After the stapler was removed, the customer was unable to open the stapler jaws. The customer was asked if they attempted to use the manual release knob (mrk) and they responded that they tried to open it with the instrument release kit with no resolve. The customer swapped to a backup stapler and the procedure was completed as planned without any injury or harm to the patient. The customer believed that the stapler was going to be returned and was being processed at the time.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and verified system was working fine with no instrument issues. The customer stated the system was working normally. A return material authorization (RMA) was issued to evaluate the sureform 45 stapler. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.